Manufacturer narrative:
Unknown/not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was cracked and was partially inserted into patient's operative eye. No other information was provided.

Manufacturer narrative:
Additional information: the surgeon was dr. (B)(6) and the eye affected was right eye. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 23, 2022. Section d10. Concomitant medical products: pscst30 cartridge lot #cj10975. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received coated in viscoelastic residue. The lens was cleaned and, the optic body was torn and scratches were identified on the lens. No further issues were observed with the lens and no issues could cause a delivery issue were identified. The complaint issue dc-delivery issue was not confirmed. Per the definition of dc-lens damaged provided in amo-04-d024 rev. 8 the complaint issue could not be confirmed. However, the observed issue dc-lens damaged is similar to the complaint issue dc-iol torn and could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: per investigation results, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.